Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the reprocessing inspection in the central materials room, it was confirmed that the cuff failed to maintain pressure by the nurse. It seems there is a leak. The issue was identified post cleaning/reprocessing inspection."

Event description:
It was reported that: "during the reprocessing inspection in the central materials room, it was confirmed that the cuff failed to maintain pressure by the nurse. It seems there is a leak. The issue was identified post cleaning/reprocessing inspection."

Manufacturer narrative:
Qn# (B)(4). The reported complaint of 'air leak from the cuff' was confirmed upon investigation of the returned sample. The customer returned one lma proseal for investigation. Visual inspection of the returned sample revealed a cuff tear. A leak test was performed on the sample during functional inspection. A leak was identified at the same area of cuff tear. The nature of the damage suggests it was not caused by a manufacturing process failure but rather occurred during the cleaning or autoclaving process. A device history record review could not be performed, as a lot number was not reported. Additionally, the IFU specifies a sterilization temperature of 134 c with a holding time of 3 minutes. However, the actual process used was 121 c for 20 minutes under the prevac cycle, indicating a discrepancy in the cleaning procedure. Variations in reprocessing parameters-such as temperature, or additional washing/brushing steps prior to each reuse-may have accelerated the deterioration of the cuff. Based upon the damage observed, unintentional user error caused or contributed to this event.